Manufacturer narrative:
Medwatch report # mw (B)(4). If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector separated the following information was received by the initial reporter with the following verbatim: describe the event or problem: incident occurred involving "spinning spiros" and max zero needleless connector. There have been several occasions where during task of connecting the spiros male luer connector to the needleless connector that the spiros "unwinds" itself from the needleless connector when the end of the spiros has any moisture (primed med) on tip.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.